Manufacturer narrative:
Additional information received confirmed the product number originally reported was incorrect and has been updated to reflect the correct product number.

Event description:
The user is reporting the device did not complete two analysis periods during a patient use event. The patient outcome is unknown.